Manufacturer narrative:
Per the instructions for use (IFU), non-emergent reoperation, emergency cardiac surgery, reoperation, device migration or malposition requiring intervention and device explant are listed as potential risks associated with the device and transcatheter valve replacement (tvr) procedure. The IFU cautions that long-term durability has not been established for the valve. Regular medical follow-up is advised to evaluate valve performance. Accelerated deterioration of the valve due to calcific degeneration may occur in children, adolescents, or young adults and in patients with an altered calcium metabolism. Valve recipients should be maintained on anticoagulant/antiplatelet therapy, except when contraindicated, as determined by their physician. This device has not been tested for use without anticoagulation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Valve reintervention may be due to valve dysfunction (e.g., severe, or clinically significant paravalvular leak, central leak, significant malposition, early/late endocarditis, thrombosis, structural valve deterioration or degeneration) and/or other reasons unrelated to the edwards devices (e.g., treatment of other patient comorbidities). During the manufacturing process, the sapien valves are 100% visually inspected for defects and 100% tested under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. In this case, despite multiple investigational attempts, it was not possible to obtain additional details regarding this event. Due to limited information, a definitive root cause was unable to be determined at this time. At the time of this report, the information available does not reasonably suggest there was a malfunction of the edwards device or that the use or miss-use of the device caused or contributed to the event. There is no allegation of deficiencies related to the identity, quality, durability, reliability, safety, labeling effectiveness, or performance of this edward device. Should additional information become available, the information will be reviewed, and the file updated accordingly. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by edwards implant patient registry (ipr), approximately 1 year 11 months post transcatheter mitral valve replacement (tmvr) procedure with a 23 mm sapien 3 ultra valve inside a surgical valve, the valves were explanted and a new 25 mm surgical valve was implanted. The cause of the explant is unknown at this time. No additional details have been provided.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information from medical records provided. The following sections of this report have been corrected/updated: b1 (report type), b7 (other relevant history, including preexisting medical conditions), h6 (health effect clinical code, device code, investigation findings, investigation conclusions) and h11 (provide narrative/data). Additional information was received via medical records. Approximately 1 year 2 months 14 days post transcatheter mitral valve replacement (tmvr) procedure with a 23 mm sapien 3 ultra valve inside a surgical valve, a transthoracic echocardiogram (tte) was performed revealing a moderate to severely stenotic mitral valve bioprosthesis with an elevated trans-mitral gradient. The mean gradient was 11.68 mmhg. Approximately 2 days later, another tte was performed revealing a stenotic mitral valve bioprosthesis with an elevated gradient. The mean gradient was 9.71 mmhg. Approximately 1 year 3 months post tmvr procedure, a transesophageal echocardiogram (tee) was performed revealing the valve had severe mitral stenosis with trace mitral regurgitation. Approximately 1 year 8 months post tmvr procedure, the patient presented with symptomatic severe mitral stenosis and trace regurgitation. The patient recently had admissions that included acute heart failure and volume overload. The patient underwent an interatrial balloon septostomy, was diuresed, placed on guideline-directed medical therapy (gdmt) and resumed on warfarin. The patient also had a non-st-segment elevation myocardial infarction (nstemi), atrial fibrillation, and an acute kidney injury. The patient reported shortness of breath, fatigue, and lower extremity edema. The patient had a severe gradient and underwent a septostomy to alleviate symptoms, but it was noted that the patient likely needed a reoperation to perform mitral valve replacement (mvr). Subsequently, approximately 1 year 11 months post tmvr procedure, the patient with severe mitral stenosis underwent an explant of the surgical valve and 23 mm sapien 3 ultra valve. A 25 mm surgical valve was then implanted. The atrial septal defect (asd) was closed. A tee performed showed good prosthetic valve function. Hemostasis was achieved, no exogenous blood products were given, and the patient was transferred to the intensive care unit (ICU) in satisfactory condition. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the device, no visual inspection, functional testing, or dimensional analysis could be performed. There were medical records provided for evaluation. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, stenosis/increased gradients events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) and/or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch). In this case, the valve stenosis that resulted in the valve being explanted was confirmed based on the provided medical records. The available information suggests patient factors (diabetes and chronic kidney disease) likely contributed to the event as it was reported in the medical records that the patient has a medical history of type 2 diabetes and chronic kidney disease. Atherosclerosis is the buildup of calcification, plaque, or fatty material on the valve over time. These deposits often come with age and make the valve tissue stiff, narrow, and unyielding which can contribute to increased gradients or stenosis. Factors such as but not limited to renal failure, patients undergoing hemodialysis/renal replacement therapy, hypercholesterolemia, hyperlipidemia, and/or diabetes mellitus can further contribute to atherosclerosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.